Event description:
It was reported that the access system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but the positioning needed to be adjusted. While repositioning, the was became kinked. The physician decided to evaluate the closure device and release it in the laa of the patient. The procedure was successfully completed. There were no patient complications or consequences that occurred as a result of this event.